Manufacturer narrative:
A specific cause for the reported event could not be determined conclusively through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient has an ongoing infection that started on (B)(6) 2016. On (B)(6) 2017, the patient was admitted due to ventricular fibrillation; however the patient was found to be febrile, white cell count was elevated and septic. The cultures were (B)(6) for gram negative bacilli and few (B)(6) species. The patient has been on chronic suppressive antibiotic therapy with aztreonam and ciprofloxacin. Tobramycin will be added if the patient decompensates and diphenhydramine will be used prior to ciprofloxacin dose to suppress allergic reaction. No additional information was provided.